Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument. Fse inspected the creatinine module (crem) reagent cup and found leak from the crem cup module heater. Fse replaced the crem module to resolve the issue. Instrument resumed operation. Note: the instrument generated an instant error message "mc creatinine cup module temperature low" error and for each of the samples list error code "temp err" that alerted the customer of an issue related to creatinine module. Each sample was flagged with a temperature error. The customer ignored the error and reported the results (B)(4).

Event description:
Customer reported that mc cup module temperature low" and obtaining false low crem (modular creatinine) patient result for multiple patient sample on unicel dxc 800 pro synchron system. The results were reported out of the laboratory but later amended. The customer repeated patient sample on their alternate dxc instrument and obtained results considered correct by the customer. The repeat results were reported outside of laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges before the event. Customer was unable to provide initial and repeat crem patient results.